Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 178 mg/dl. The customer stated that the device has not been dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 178 mg/dl. The customer stated that none of the keys are working. The customer stated that the device has not been dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. The following cosmetic damage was noted on the device: cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker.